Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 386 mg/dl with high ketone levels. Reportedly, the customer experienced nausea and vomiting. The bg levels were addressed with a manual injection. The cause of the elevated bg was unknown. A system check with a clinical diabetes specialist confirmed that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer's basal rate on the tandem pump was much higher than the basal rate of a non tandem pump. The customer reverted to an alternate pump for insulin therapy.